Event description:
2006; cysto litho lapaxy procedure. The fiber initiated a spark then the fiber broke at the point of the insertion of the scope. It burnt the finger of the physician at the point of fracture. The incident occurred while the fiber was outside of the patient. The patient is fine. The procedure was completed with another of the same device.

Manufacturer narrative:
Lumenis investigation revealed that the fiber lot had expired on 5/1/2006, 4 days prior to the use of the fiber in the procedure associated with the incident. At the time of this report, the fiber was not available for analysis and no further conclusions can be drawn.